Event description:
It was reported that the patient had an infection. The penile prosthesis device was explanted and a malleable penile prosthesis device was implanted. Additional information received stated the device the patient had implanted at the time of the infection was not a boston scientific device. Therefore, the event no longer meets reporting criteria.

Event description:
It was reported that the patient had an infection. The inflatable penile prosthesis (ipp) device was explanted and a malleable penile prosthesis device was implanted.